Event description:
It was reported that after repair at the west distribution center (stryker (B)(4)) the revolutin cement gun was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the ram bushings were found to be in need of replacement. The device was repaired and returned to the user facility.

Event description:
It was reported that after repair at the distribution center ((B)(4)) the revolution cement gun was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.